Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall alarms, verified in the device history, which initially resolved after a restart but recurred, leading to pump replacement and instruction to use back-up therapy until the replacement arrived. Symptoms included transient hyperglycemia with a reported peak blood glucose of 187 mg/dl for approximately 15 minutes, without hypoglycemia, loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, and no ketone testing. Investigation included review of device history, confirmation of the alarm type, and verification of shipping and return logistics, with user education to shut down the pump and acknowledgment that data would not transfer to the replacement. Investigation of this case revealed a consecutive motor stall condition consistent with a device mechanical malfunction localized to the pump motor/drive mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the pump motor.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.